Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported the cycler sparked and then a burning smell came from it and powered down and was unable to power back on during an unknown phase and cycle of treatment. It was also noted the display screen was blank with the power switch in the on position. The cycler power was switched on and there was no sound when the cycler buttons were pressed and the buttons were not illuminated. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark and popping noises occurred several times on the day the patient contact called into technical support. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using manuals in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h6 medical device problem code.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported the cycler sparked and then a burning smell came from it and powered down and was unable to power back on during an unknown phase and cycle of treatment. It was also noted the display screen was blank with the power switch in the on position. The cycler power was switched on and there was no sound when the cycler buttons were pressed and the buttons were not illuminated. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark and popping noises occurred several times on the day the patient contact called into technical support. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using manuals in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Event description:
It was reported that a spark was coming from a peritoneal dialysis (pd) patient¿s cycler. The patient reported the cycler sparked and then a burning smell came from it and powered down and was unable to power back on during an unknown phase and cycle of treatment. It was also noted the display screen was blank with the power switch in the on position. The cycler power was switched on and there was no sound when the cycler buttons were pressed and the buttons were not illuminated. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and inform their peritoneal dialysis registered nurse (pdrn) of the replacement. It was reported that an alternate treatment was available. A replacement cycler was issued to the patient. Upon follow up, the pdrn confirmed that there was no harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn indicated the cycler had never been dropped nor physically damaged and confirmed that the spark and popping noises occurred several times on the day the patient contact called into technical support. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using manuals in the absence of the cycler. The pdrn confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the paint on the heater tray was damaged. The functional display check failed. The display was blank upon power up. Hipot test, patient hipot test, safety analyzer test and voltage check passed. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. The simulated treatment post-accelerated stress test (ast) passed. No burning smell was detected. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.